Event description:
(B)(4).

Manufacturer narrative:
The technician performed the investigation and the account stated the nurse called maintenance and said she could not get the pt possible module to arm. The maintenance went up to the room and set the pt position module from the right side. The account maintenance could not get to the left side as someone was doing an EKG from that side. The account stated the pt was found on the floor and the bed exit was set but did not alarm. The account stated that all side rails were raised except for the left foot side rail. The account stated the pt scooted out of the bed at the left foot side rail and fell to the floor. The account stated the pt was seen by the doctor and no injury was reported. The technician inspected the bed functions and found they all work. Upon further inspection of the bed, the technician discovered the pt position module could not be set from the left side. Bed is out of service and the account is not repairing the bed at this time.